Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump powered off. The customer stated the buttons were not functional on the insulin pump. It was also found the customer had a battery out limit alarm that was cleared, but the insulin pump powered off after. Troubleshooting was not completed for the insulin pump. The insulin pump will not be returned for analysis.